Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opening after deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One mitraclip was implanted without issue. The second clip delivery system (cds) was advanced and the leaflets grasped. After deployment, it was noted the clip opened approximately 20-25 degrees; however both leaflets were completely inside the clip. The procedure was completed at this time with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.